Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 600 mg/dl. Customer was hospitalized for the high blood glucose. Blood glucose at time of call was 212 mg/dl. Troubleshooting found that the customer's drive support cap, time and date programming, basal rates and bolus history are all normal. However, was found that cannula was bent. Customer stated that would follow up with their doctor regarding the high blood glucose. Customer was advised to monitor pump and follow up with doctor.